Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for an elective device change out, externalized conductors were observed on the riata lead. The electrical function of the lead was tested and no anomalies were noted. The lead was capped and replaced on (B)(6) 2017 without adverse event. The rest of the procedure took place without noted issue and the patient remained stable.